Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced cardiac perforation. The right atrial (ra) lead and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.